Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned products noted that the reloads had a full staple complement. Functionally the reloads were loaded into a pmv representative instrument and were applied to test media with proper staple placement and media transection. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted laparoscopic lobectomy procedure, the two (2) device jaws would not close and the device did not fire, the surgeon able to press the green button but unable to squeeze the handle. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.